Event description:
It was reported by the patient that patient felt "like the performance in my device has decreased." Patient also reported that they could not get the device to reach the maximum tracking rate during exercise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.